Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dase dilatation balloon was attempted to be used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2026. During the procedure, the balloon was dilated at the target site, but the pressure was unable to be maintained. A pinhole was discovered after the balloon was removed from the endoscope. The procedure was completed with another of same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus. Block h11: investigation results- the returned cre pro gi wireguided dilatation balloon device was analyzed, and a visual inspection found no damages. A function inspection was performed, and the balloon was inflated without any problem however, it would not hold pressure due to a pinhole in the balloon located approximately 10 mm from the tip of the device. Microscope inspection confirmed the presence of a pinhole. No other problems with the device were noted. With all available information, boston scientific concludes the reported event of balloon pinhole was confirmed. The results of the analysis performed on the returned device found that the balloon was inflated without any problem; however, it was not able to hold the pressure due to it had a pinhole in the balloon, located approximately at 10 mm from the tip of the device. It is possible that the pinhole found in the balloon occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during/previous the procedure, could have caused the failure found on the distal section of the balloon. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dase dilatation balloon was attempted to be used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2026. During the procedure, the balloon was dilated at the target site, but the pressure was unable to be maintained. A pinhole was discovered after the balloon was removed from the endoscope. The procedure was completed with another of same device. There were no patient complications reported as a result of this event.